Event description:
It was reported that during a routine device replacement procedure, the right ventricular (rv) lead exhibited high impedances when programmed in bipolar. The rv lead polarity was programmed unipolar, and the rv lead was switched with the left ventricular (lv) lead in the device header and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.